Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(40.

Event description:
It was reported that the patient¿s pump had been alarming for two weeks, it had been refilled two days ago, but it was still beeping. The pump was due to last until (B)(6) before eos. The patient was searching for a physician that could replace and refill the device. The device system was used to deliver dilaudid. It was later reported that the patient was no longer hearing the pump alarm and was not certain when it stopped. Per the reporter, the device malfunctioned and was not working. The patient was experiencing cold sweats, unable to move and was ¿throwing pvcs¿ it was unknown when all of this started. The patient went to the ER a week ago and it was believed that the physician gave her percocet. The patient had not gone back since and was all out of the percocet so she was not taking anything. It was noted that the patient did not have a current physician to help her.